Event description:
It was reported that the atrial lead exhibited oversensing. The lead was sensing far r waves causing inappropriate auto mode switch episodes. After reprogramming, the lead resumed normal function. The patient was doing fine post event.

Manufacturer narrative:
(B)(4).